Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital after receiving high voltage therapy from their implantable cardioverter defibrillator. The patient was in atrial fibrillation with rapid ventricular rate at the time of the high voltage therapy. It was unclear if the shocks were inappropriate or not. Patient was treated with medications to manage the arrhythmia and also underwent a successful atrioventricular node ablation. Patient was discharged in stable condition.